Event description:
Customer reports a "bubble" in the silicone segment of the tubing while infusing ivf at 100ml/hr in the sicu. The bubble was noticed after responding to an alarm; the channel and tubing was removed and taken out of use.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
The customer's report of bubble in tubing was confirmed via photo . The bubble ¿ballooned¿ was observed on the silicone segment near the upper fitment. The root cause for this event could not be determined.